Event description:
It was reported to medtronic minimed that the customer experienced a back-light anomaly, a charge or battery that lasted less than expected, a failed battery test, no delivery/occlusion alarm, and missing segments/partial display. The customer reported no adverse events. The event involved products mmt-1780kl, mmt-332a, and mmt-397a. The customer reported a backlight anomaly. The customer reported a short battery life or a low battery alarm. The customer reported receiving a battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, the sleep current measurement, active current measurement test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Backlight was adjusted and screen was clear and legible. No backlight anomalies noted during testing. Thus software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no relevant alarms were recorded to confirm complaint codes. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. No alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked case (battery tube), cracked case on battery side and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms or battery related alerts were noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.